Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 8/9/16- pfs received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs reports pain, limited mobility. (B)(4) (right hip)reports cobalt /chromium posioning. Adding unknown head/liner and stem.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint ¿ patient was revised to address a painful cup. Update 8/9/16- pfs received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs reports pain, limited mobility. (B)(4) (right hip)reports cobalt /chromium poisoning. Adding unknown head/liner and stem. The complaint was updated on:09/01/2016. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Patient was revised to address a painful cup. Doi (B)(6) 2008 - dor (B)(6) 2012 (left hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a painful cup.